Manufacturer narrative:
Unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy explant date: not applicable, as lens remains implanted. Email address: the email address provided is a 'no reply' type of email. Telephone number: unknown, information not provided. The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581: no code available (device dislocation) all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during post-op exam, the intraocular lens (iol) in the patient's left eye rotated out of axis by more than 10 degrees. The iol was repositioned. No adverse event to the patient was reported. Pre-operative best corrected distant visual acuity (bcdva) results: 0.5 -2 post-operative results before repositioning: bcdva = 0.63 -2, uncorrected distance visual acuity (ucdva) = 0.5 -2, uncorrected intermediate visual acuity (uciva) = 0.4 -1, distance-corrected intermediate visual acuity (dciva) = 0.4 -2, uncorrected near visual acuity ucnva = 0.25 -1 and distance-corrected near visual acuity (dcnva) = 0.2. No further information available.